Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/18/2019.

Event description:
The customer reported unit is not charging the battery. The customer reports that they have swapped in a known good battery and verified that the issue is with the power supply. There was no patient involvement.

Manufacturer narrative:
G4: 02mar2020. B4: 13mar2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the power supply. The facility manager has not decided if they want to repair the unit at this time. After numerous attempts to obtain information on the repair of this device (see communication notes), this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.